Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer reported needle break-off in abdomen. Consumer saw an md who did an x-ray of abdomen and found no needle. Doctor opened her skin to look for needle but no needle was found. Consumer saw a different md a week later who also did an x-ray and did surgical procedure to remove needle but no needle was found.